Event description:
It was reported that the patient had pump stop events and low speed advisories on (B)(6) 2022. The patient was connected to their power module at the time of the events. X-ray images were evaluated and confirmed there was damage to a portion of the driveline. The patient was given an ungrounded patient cable and the plan of care was to continue current management with use of ungrounded cable and battery power source only. It was also noted that the patient experienced mild lightheadedness and dizziness at the time of the pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2022 at 12:17:16 to (B)(6) 2022 at 11:38:45, per the timestamps. Pump stop events were captured on (B)(6) 2022 while the ventricular assist device was supported with the power module. Based on our complaint history and similarly reported events, the captured pump stop events are consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop events cannot be conclusively determined through this evaluation. The account communicated concerns of a short-to-shield as the patient had incurred pump stop events while supported with the power module. The patient had mild symptoms of lightheadedness and dizziness at the time of the events. The patient was placed on an ungrounded patient cable and will continue with current medical management. The patient will only be supported with battery power or while utilizing an ungrounded patient cable. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 23-dec-2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.